Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, following use of a perclose device, there was oozing at the access site and angioseal was applied. It was reported that the patient had cold feet 1 hour post operatively and a femoral-popliteal graft was performed at the right access site. Later that evening there was no blood flow to the right lower extremity. A second femoral-popliteal procedure was performed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.